Manufacturer narrative:
Medwatch fields d9 updated. The accu-chek inform ii test strips in their vial and glucose controls were submitted for investigation. The test strip vial, desiccant, and vial cap were inspected and were acceptable in appearance. The test strips were tested using glycolyzed blood. Accu-chek inform ii test strips glucose investigation results in mg/dl: 113, 110, 109, 113, 112, 115, 115, 116, 111, 113, 113, 113. Glucose control investigation results: control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl results: level 1: 46, 46, 45 mg/dl level 2: 314, 316, 307 mg/dl the results using the returned test strips and control were acceptable. The investigation did not identify a product problem.

Event description:
We received an allegation of a questionable glucose result from one patient tested with the accu-chek inform ii meter + rf meter. At 11:04 am, the meter result was 557 mg/dl. At 11:07 am, the meter result was 172 mg/dl. This result was deemed correct.

Manufacturer narrative:
The accu-chek inform ii meter serial number was not provided. The customer stated the qcs were acceptable within 24 hours of the event. The test strips were requested for investigation, but have not been received at this time. If they are returned in the future, a follow-up report will be submitted. On a regular basis, inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.